Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the customer. A repeat test was performed using pcr and the result was negative. The result was released to physicians. Patient was not treated due to erroneous result. Eua#: (B)(4).

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0195090. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Initiated. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the customer. A repeat test was performed using pcr and the result was negative. The result was released to physicians. Patient was not treated due to erroneous result. Eua#: eua (B)(4).